Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads exhibited oversensing of noise. There was pacing inhibition on the ra channel, but not on the rv channel. However the rv lead also exhibited undersensing and loss of capture (loc). Both the ra and rv leads exhibited high out of range pacing impedance measurements of greater than 3000 ohms. Subsequently a revision procedure was performed where the leads were surgically abandoned and successfully replaced. No additional adverse patient effects were reported.